Event description:
It has been determined that there is no complaint reported for this device which is the patient's right side device. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" of saline implant.

Event description:
Healthcare professional reported "rupture" of saline implant and breast cancer-not device related. This relates to the left side. Device remains implanted.